Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. Several device software downloads were attempted but was unsuccessful. No further information was available.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in backup vvi operation.